Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that the patient's pacemaker was exhibiting post-paced t-wave over-sensing (pptwos). It was also noted that the pptwos led to events of inappropriate mode switching. No intervention was performed. There were no patient consequences.